Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set tubing crimped event on (B)(6) 2025 while sleeping. No further information available.